Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no error messages were found. The field service engineer verified that no other findings were available and confirmed the drawer was working. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure which required maintenance. The customer reported that an issue occurred when dispensing medications and was also able to get medication from another station. There were no adverse events or injuries reported based on this event.